Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the system pcb assembly, as well as the main keypad assembly, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the device for review. Upon analysis of the electronic records, physio-control was able to verify the reported issue. Physio-control used this information to confirm with the customer that the event date should have been (B)(6) 2018. As a result, section has been updated accordingly. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process in order to power on. There was no patient use associated with the reported event.